Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. Specifically, the system's outputs were found to be within specification. In addition, no anomalies were found in either of the device history record (DHR) of the involved devices. A review of the chronological data did reveal any problematic issues with the equipment. In conclusion, no equipment problems occurred that would have caused or contributed to the reported event. The account is being made aware of the findings. To further address the issue, additional in-service work is being offered to the involved medical staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number (p/n) 10140-100, serial number (B)(4)) was involved in a patient incident. The apc/esu system was used with an erbe straight fire apc probe (part number: not provided, lot number: not provided]. The settings were effect 2, 20 watts. The system was used in the colon and the physician felt that there was too much thermal insult; therefore, clips were used to ensure that there was no perforation. No further information was provided regarding the patient. Note: after the case, the settings were reviewed and the equipment was evaluated with a test probe. No issues were found.